Manufacturer narrative:
A visual examination confirmed the reported event. The tip of the instrument was sheared off. Due to the condition of the returned instrument a functional examination was not performed. A review of the device history record (DHR) indicated that there were no dimensional, functional, or material anomalies reported at inspection. The probable underlying root cause for the damage is excessive forces leading to loss of mechanical integrity and ultimately instrument fracture during usage of the device. File one of two, see 2242816-2014-00059.

Event description:
During a revision surgery it was reported the surgeon was attempting to insert a screw when the tip of the inserter broke, the screw was left proud. No adverse events were reported as a result of this event.